Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information and reassessment of the reported event, it was determined to be not reportable as the patient was revised due to tibial loosening. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2021. D10: 00596404212 - articular surface size gh 12 mm height ''use with plate 5 - 62756013 00598604702 - stemmed nonaugmentable tibial component option cr/ps/lps size 6 for cemented use only - 62832949. G2 : foreign country : ireland. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.